Event description:
Patient allegedly received an implant on (B)(6) 2008, via the right common femoral vein as prophylaxis for pulmonary embolism (pe). Patient alleges tilt, vena cava perforation, post implant deep vein thrombosis (dvt). Patient notes and further alleges, "fear that the filter might cause further damage as it has not yet been removed. Additionally, there is a numbness in my legs that wasn't present prior to having the ivc filter." Per radiology report, dated 28mar2017, "prominent stenosis is present in the most inferior aspect of the inferior vena cava which resolved after high pressure angioplasty. Ivc stent was not placed due to the presence of the tulip filter with extensive wall penetration, particularly directed towards the aorta for two of the struts." Per abdominal CT, dated 14aug2018, "an ivc filter is present with the tip 3.6 cm inferior to the right renal vein. The ivc filter is tilted so that the apex contacts the anterior and lateral wall of the vessel. A strut extends into the right common iliac artery on axial images 75 and 76. A strut of the filter extends posterior to the aorta and anterior to the lumbar spine. Posteriorly, a strut abuts the right side of the l4 vertebral body."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the reported device tilt and device perforation. The investigation was reopened due to additional information provided. The following allegations have been investigated: perforation, occlusion/thrombus/stenosis, tilt, fear, and numbness. The reported allegations have been further investigated based on the information provided to date. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported numbness is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been provided. Patient is alleging stenosis. Patient notes and further alleges experiencing physical limitations. Report from CT (computed tomography): "ivc stenosis: yes. Filter cone position: below the renal veins. Filter migration: no. Filter fracture/bending: no. Filter tilt: yes. Filter penetration: yes. Other findings: yes. Impressions: the ivc distal to the filter is very stenotic. As a result of this, there are large varicose veins seen in the soft tissues of the abdomen. The filter is tilted to the right with its proximal cone on the ivc wall. Axial image 62. There are overlapping stents extending to the distal ivc. The right sided stents extend distally to the proximal femoral vein. The left sided stents extend distally to the distal common femoral vein. The anterior strut penetrates 16 mm through the ivc wall. It penetrates into the right common iliac artery. Coronal image 24. The left strut penetrates 24 mm through the ivc wall. Coronal image 26. The posterior strut penetrates 19 mm through the ivc wall. Sagittal image 39. The right strut penetrates 17 mm through the ivc wall. Coronal image 25."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: artery perforation, stenosis, limited physical activity. The additional information regarding artery perforation does not change the previous investigation results for vena cava perforation. The additional information regarding stenosis does not change the previous investigation results for deep vein thrombosis (dvt). Unknown if the reported limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Catalog and lot# are unknown; however, the alleged tulip is manufactured and inspected according to specifications. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.